Manufacturer narrative:
The diamondclean brush head is an accessory to the sonicare power toothbrush.

Event description:
The consumer states that the bristles from their diamondclean brush head are coming out in their mouth. No medical attention was sought.